Manufacturer narrative:
The reported event of helix mechanism issues was confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood and tissue. A visual and x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. A visual and x-ray inspection of the lead revealed no anomalies.

Event description:
It was reported that the helix of the right atrial (ra) lead retracted spontaneously without any manipulation from the user during the implant procedure. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.